Manufacturer narrative:
Device return evaluation was completed . The reported issue was confirmed. Device evaluation found there is corrosion at the control unit due to the leakage, bending tube is broken, sw2 does not work due to corrosion, noise occurred due to the deformation of a-lever. Forceps channel port was found corroded and waterproof failure noted due to the broken channel. Additionally, it was observed that there is residue and foreign material from the biopsy channel . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during receipt inspection of the demo device , black fluid from inside the unit, abnormal sound generated when angulation control lever is turned on, switch 2 (sw2 ) does not work and insertion section defect (cannot be deformed) were observed. There was no patient harm , no user injury reported. Device return evaluation found residue and foreign material from biopsy channel. This report is being submitted for foreign material, residue on the biopsy channel found on device evaluation (insufficient cleaning, handling issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user handling of the device which caused fluid and/or dirt invasion from the channel tube and the bending section cover - this then led to corrosion. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscope". The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "using endotherapy accessories - insertion of endotherapy accessories into the endoscope - do not insert endotherapy accessories forcibly or abruptly. The endotherapy accessory may extend from the distal end of the endoscope abruptly, which could cause patient injury, bleeding, and/or perforation. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.